Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, rv lead noise was observed. Lead revision was discussed with the physician.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for investigation. The helix was found to be clogged with blood and tissue. After cleaning the helix region, the helix was able to retract and extend. All other test results were normal and all additional damage found was sustained during the surgical procedure.

Event description:
Additional information indicates that the lead was found to have pulled back. During the lead revision procedure, the lead helix would not retract. The lead was successfully explanted and replaced. The patient was stable following the procedure.